Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported a potential false positive (cartridge (B)(4)) with cue covid-19 test cartridge pack, home & otc. Customer initially received a negative result (cartridge sn (B)(4)), followed by a positive result. The next day, customer received a negative result (cartridge sn (B)(4)) from lot 22702j on reader 12102010124439. All tests used were cue covid-19 test cartridge pack, home & otc.